Manufacturer narrative:
(B)(4). The covidien technical service engineer (tse) troubleshot this malfunction with the customer over the telephone, and recommended replacing the keyboard.

Event description:
It was reported that, the ventilator generate a graphic user interface (gui) "key stuck" device alert. There was no patient involvement.